Event description:
Event description guidant received information this cardiac resynchronization therapy defibrillator (crt-d) indicating removal for normal battery depletion. This event was created due to laboratory analysis.